Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. Device not returned.

Event description:
It was reported that an occlusion alarm occurred resulting in customer experiencing a blood glucose level displayed as high with a ketone level of 19-20 mg/dl. Customer administered a manual injection to address bg level. Reportedly, customer successfully delivered a bolus after having cleaned the pneumatic tap.